Event description:
A malfunction, identified by code malf 0, was reported. The impact on the customer's blood glucose level was unknown as the customer declined to answer. Technical support provided information for resetting the pump and assisted the customer with the reset process.